Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was poor recharge quality. Pt reported the issue started about 2 months ago when pt started noticing it was charging slower and slower and it was hard to maintain good coupling. Pt said they were told that the device was not charging if pt did not have 8 coupling bars. Pt said yesterday the only way pt could get 8 bars was by laying on the the top ofrecharger antenna to make it stay over ins. Antenna would go off track every time pt moved. Sometimes bars would go down even when pt was laying on it without moving. Pt charged from 8:30 to 2:30 yesterday. Pt contacted hcp and they told pt to call medtronic. Pt confirmed they were using the recharging belt when recharging. Reviewed to avoid laying on the antenna. Pt said laying on it is the only way pt could get a signal. Offered pt to try adhesive discs. An email was sent to customer service to order adhesive discs.redirected caller: customer service

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2022. Pt said they used to charge their ins in two hours, but n ow the ins took 4 hours to charge since a few months ago. Pt had not tried to use the adhesive discs yet. Patient services specialist suggested the pt use the adhesive discs to see if the discs helped tp improve charge times and then redirected to hcp to contact a mdt rep. To get additional details on why the ins was not charging as quickly as it used to.